Manufacturer narrative:
Synovis has elected to submit mdrs related to coupler malfunctions regardless if the event was considered likely or unlikely to cause or contribute to death or serious injury. The product is not available for evaluation. According to the device history record, the devices met specification prior to market release a 100% functional alignment testing is performed on each device and 100% visual inspection for broken and missing parts and pin alignment is performed on each assembly during the manufacturing process.

Event description:
A gem microvascular anastomotic flow-coupler 3.0mm was to be used for a vein graft on a head and neck reconstruction. The surgeon stated that the flow-coupler rings were misaligned and would not function properly. The ring misalignment was discovered after the vessel had been everted onto the ring pins. The surgeon stated that the product came out of the package in this condition. The product was subsequently discarded by the facility. A second 3.0mm flow-coupler was used to complete the anastomosis and the flap was salvaged. No adverse patient events were reported.